Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Clinical specialist confirmed that the cause of the catheter migration was unknown. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions via email to report a catheter revision. It was reported that the reason for this revision was that the catheter had migrated out of the intrathecal space. The catheter segment that was revised was discarded.